Event description:
Following a successful mechanical thrombectomy to treat a left m2 middle cerebral artery (mca) occlusion the subject guidewire was advanced to the left m3 mca and angioplasty was performed using a balloon catheter. After the balloon was deflated, imaging revealed an extravasation. The balloon was re-inflated. Reopro and heparin were reversed with platelets and protamine and mannitol was given to treat the bleeding. Repeated angiogram showed no extravasation. The physician believed the guidewire cause the vessel perforation. The next day, the patient¿s was confirmed to have neurologic deterioration medical management (not specified) was performed to treat the complications. 18 days post procedure the patient died. The cause of death was severe hypoxic respiratory failure. The cause of death was severe hypoxic respiratory failure.

Event description:
Following a successful mechanical thrombectomy to treat a left m2 middle cerebral artery (mca) occlusion the subject guidewire was advanced to the left m3 mca and angioplasty was performed using a balloon catheter. After the balloon was deflated, imaging revealed an extravasation. The balloon was re-inflated. Reopro and heparin were reversed with platelets and protamine and mannitol was given to treat the bleeding. Repeated angiogram showed no extravasation. The physician believed the guidewire cause the vessel perforation. The next day, the patient¿s was confirmed to have neurologic deterioration medical management (not specified) was performed to treat the complications. 18 days post procedure the patient died. The cause of death was severe hypoxic respiratory failure. The cause of death was severe hypoxic respiratory failure.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation, hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following a successful mechanical thrombectomy to treat a left m2 middle cerebral artery (mca) occlusion the subject guidewire was advanced to the left m3 mca and angioplasty was performed using a balloon catheter. After the balloon was deflated, imaging revealed an extravasation. The balloon was re-inflated. Reopro and heparin were reversed with platelets and protamine and mannitol was given to treat the bleeding. Repeated angiogram showed no extravasation. The physician believed the guidewire cause the vessel perforation. The next day, the patient¿s was confirmed to have neurologic deterioration medical management (not specified) was performed to treat the complications. 18 days post procedure the patient died. The cause of death was severe hypoxic respiratory failure. The cause of death was severe hypoxic respiratory failure.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Relevant tests and lab data - updated to reflect initial nihss of 0 that escalated to 4 pre-procedure. Executive summary updated to reflect that the wire caused the vessel perforation post thrombectomy and that it resolved with medical management. Patient code - although the initial emdr was filed for death,it was not coded for it; therefore it wa added.

Event description:
Following a successful mechanical thrombectomy to treat a left m2 middle cerebral artery (mca) occlusion the subject guidewire was advanced to the left m3 mca and angioplasty was performed using a balloon catheter. After the balloon was deflated, imaging revealed an extravasation. The balloon was re-inflated. Reopro and heparin were reversed with platelets and protamine and mannitol was given to treat the bleeding (medical management). The perforation resolved and it was confirmed through repeated angiogram that showed no extravasation. The physician believed the guidewire cause the vessel perforation post thrombectomy. The next day, the patient¿s was confirmed to have neurologic deterioration medical management (not specified) was performed to treat the complications. Eighteen days post procedure the patient died. The cause of death was severe hypoxic respiratory failure. The cause of death was severe hypoxic respiratory failure.